Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hemorrhagic cyst, nausea, vomiting, flank pain, poor sleep, hot flashes and vaginal dryness. Concomitant products included fepradinol (flexidol), ibuprofen, tramadol and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced ovarian cyst ("left ovarian cyst"). In (B)(6) 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: chrono constipation"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain") and the first episode of migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vulvovaginal pain ("vaginal pain"), the second episode of migraine ("migraines"), urinary tract infection ("infection type: urinary tract"), vaginal infection ("infection type: urinary tract") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device) and surgery (ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, infection, constipation, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, headache, fatigue, vulvovaginal pain, the last episode of migraine, urinary tract infection, vaginal infection, abdominal pain lower, weight increased and ovarian cyst outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hemorrhagic cyst, nausea, vomiting, flank pain, poor sleep, hot flashes and vaginal dryness. Concomitant products included fepradinol (flexidol), ibuprofen, tramadol and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), constipation ("gastrointestinal or digestive system condition type: chrono constipation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches"), fatigue ("fatigue"), urinary tract infection ("infection type: urinary tract"), weight increased ("weight gain"), the first episode of migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced ovarian cyst ("left ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), infection ("infections"), vulvovaginal pain ("vaginal pain"), the second episode of migraine ("migraines"), vaginal infection ("infection type: urinary tract") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device) and surgery (ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, infection, constipation, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, headache, fatigue, vulvovaginal pain, the last episode of migraine, urinary tract infection, vaginal infection, weight increased, ovarian cyst, depression and anxiety outcome was unknown and the dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was succesfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint: most recent follow-up information incorporated above includes: on 21-aug-2018: new pfs received- new events added: psychological or psychiatric problems condition: depression and mental anguish were added. Outcome of event lower abdominal pain from unknown recovering/resolving was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 29-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included small intestine carcinoma. Current weight 175 lbs. Concurrent conditions included hemorrhagic cyst, nausea, vomiting, flank pain, poor sleep, hot flashes and vaginal dryness. Concomitant products included fepradinol (flexidol), hydrocodone bitartrate; paracetamol (norco), ibuprofen and tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced constipation ("gastrointestinal or digestive system condition type: chrono constipation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), the first episode of migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the second episode of migraine ("migraines") and urinary tract infection ("infection type: urinary tract"), 4 months 14 days after insertion of essure. In (B)(6) 2010, the patient experienced ovarian cyst ("left ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), infection ("infections"), vulvovaginal pain ("vaginal pain"), vaginal infection ("infection type: urinary tract"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and underwent a partial hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain and back pain had resolved, the menstrual disorder, infection, constipation, female sexual dysfunction, dysmenorrhoea, headache, fatigue, vulvovaginal pain, the last episode of migraine, urinary tract infection, vaginal infection, weight increased, ovarian cyst, depression and anxiety outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was succesfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received. Added event abdominal pain, lower back pain. Updated onset date of events(pain, bleeding, dyspareunia). Updated onset date of events. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hemorrhagic cyst, nausea, vomiting, flank pain, poor sleep, hot flashes and vaginal dryness. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), infection ("infections"), constipation ("gastrointestinal or digestive system condition type: chrono constipation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches,"), fatigue ("fatigue,"), vulvovaginal pain ("vaginal pain"), migraine ("migraines"), urinary tract infection ("infection type: urinary tract"), vaginal infection ("infection type: urinary tract") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device) and surgery (ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, infection, constipation, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, headache, fatigue, vulvovaginal pain, migraine, urinary tract infection, vaginal infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, constipation, urinary tract infection, migraine, headache, vaginal infection, abdominal pain lower, vulvovaginal pain were added. Reporter, patient demographic information updated. All concomitant diseases, product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and infection ("infections"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was succesfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hemorrhagic cyst, nausea, vomiting, flank pain, poor sleep, hot flashes and vaginal dryness. Concomitant products included fepradinol (flexidol), ibuprofen, tramadol and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced ovarian cyst ("left ovarian cyst"). In (B)(6) 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: chrono constipation"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain") and the first episode of migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vulvovaginal pain ("vaginal pain"), the second episode of migraine ("migraines"), urinary tract infection ("infection type: urinary tract"), vaginal infection ("infection type: urinary tract") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device) and surgery (ablation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, infection, constipation, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, headache, fatigue, vulvovaginal pain, the last episode of migraine, urinary tract infection, vaginal infection, abdominal pain lower, weight increased and ovarian cyst outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain lower, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed essure device was succesfully occluded . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events weight gain, left ovarian cyst and migraines added. Dyspareuia decreased immediately after essure removal - outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included small intestine carcinoma. Current weight 175 lbs. Concurrent conditions included hemorrhagic cyst, nausea, vomiting, flank pain, poor sleep, hot flashes and vaginal dryness. Concomitant products included fepradinol (flexidol), hydrocodone bitartrate;paracetamol (norco), ibuprofen and tramadol. In (B)(6) 2008, the patient experienced constipation ("gastrointestinal or digestive system condition type: chrono constipation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), the first episode of migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the second episode of migraine ("migraines") and urinary tract infection ("infection type: urinary tract"), 4 months 14 days after insertion of essure. In (B)(6) 2010, the patient experienced ovarian cyst ("left ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), infection ("infections"), vulvovaginal pain ("vaginal pain"), vaginal infection ("infection type: urinary tract"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and underwent a partial hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vulvovaginal pain, urinary tract infection, vaginal infection, abdominal pain lower, abdominal pain and back pain had resolved and the menstrual disorder, infection, constipation, female sexual dysfunction, headache, fatigue, the last episode of migraine, weight increased, ovarian cyst, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: she received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included small intestine carcinoma. Current weight 175 lbs. Concurrent conditions included hemorrhagic cyst, nausea, vomiting, flank pain, poor sleep, hot flashes and vaginal dryness. Concomitant products included fepradinol (flexidol), hydrocodone bitartrate;paracetamol (norco), ibuprofen and tramadol. In (B)(6) 2008, the patient experienced constipation ("gastrointestinal or digestive system condition type: chrono constipation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), the first episode of migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the second episode of migraine ("migraines") and urinary tract infection ("infection type: urinary tract"), 4 months 14 days after insertion of essure. In (B)(6) 2010, the patient experienced ovarian cyst ("left ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), infection ("infections"), vulvovaginal pain ("vaginal pain"), vaginal infection ("infection type: urinary tract"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and underwent a partial hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vulvovaginal pain, urinary tract infection, vaginal infection, abdominal pain lower, abdominal pain and back pain had resolved and the menstrual disorder, infection, constipation, female sexual dysfunction, headache, fatigue, the last episode of migraine, weight increased, ovarian cyst, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: she received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events " dysmenorrhea, vaginal infection lower abdominal pain, vaginal pain" was changed to recovered/resolved". Reporter causality comment was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included small intestine carcinoma. Current weight 175 lbs. Concurrent conditions included hemorrhagic cyst, nausea, vomiting, flank pain, poor sleep, hot flashes and vaginal dryness. Concomitant products included fepradinol (flexidol), hydrocodone bitartrate;paracetamol (norco), ibuprofen and tramadol. In (B)(6) 2008, the patient experienced constipation ("gastrointestinal or digestive system condition type: chrono constipation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), the first episode of migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), the second episode of migraine ("migraines") and urinary tract infection ("infection type: urinary tract"), 4 months 14 days after insertion of essure. In (B)(6) 2010, the patient experienced ovarian cyst ("left ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), infection ("infections"), vulvovaginal pain ("vaginal pain"), vaginal infection ("infection type: urinary tract"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and underwent a partial hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vulvovaginal pain, urinary tract infection, vaginal infection, abdominal pain lower, abdominal pain and back pain had resolved and the menstrual disorder, infection, constipation, female sexual dysfunction, headache, fatigue, the last episode of migraine, weight increased, ovarian cyst, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: she received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed essure device was succesfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events " dysmenorrhea, vaginal infection lower abdominal pain, vaginal pain" was changed to recovered/resolved". Reporter causality comment was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.